Event description:
The manufacturer received information alleging a trilogy ev300 ventilator's screen is blank. There was no serious patient harm or injury that occurred or was reported. An onsite visit has been requested by a philips remote service engineer in order to evaluate the trilogy ev300 ventilator. A follow-up report will be submitted with the evaluation results upon completion. Display blank.